Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6) 2003 explanted; product type catheter.

Event description:
It was reported that a few months prior, during a normal refill, the healthcare provider noticed that more drug was in the pump reservoir than was expected. Two months ago, a catheter dye study was performed and the catheter was discovered to be kinked. During that time the patient started to experience increased pain and withdrawal "on and off." The pump contained fentanyl, hydromorphone, baclofen, and other unspecified drug(s). Further information has been requested. A follow-up report will be submitted if additional information is received.